Event description:
The complainant suspected a (B)(6) male patient presenting with cardiomyopathy for impella support using the impella 5.0 device. During support, the patient was suspected as enduring hemolysis, as evident by red colored urine. The device was removed prematurely and a permanent left ventricular assist device was implanted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.